Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced a dexcom g7 sensor pairing failure with the ilet while the sensor paired and provided readings in the dexcom app. Symptoms included no clinical symptoms and no change in blood glucose. Outcomes included no alerts or alarms on the ilet and no medical intervention or hospitalization. Investigation included remote troubleshooting and user education, including verifying the sensor code, confirming pairing status, device toggling, and restarting. Investigation of this case revealed a communication or connectivity issue limited to the ilet-g7 pairing pathway, with no evidence of sensor failure given successful performance in the dexcom app. It was concluded, based on previously established findings for similar reports, that the cause was a pairing or integration issue between devices.